Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During capture threshold testing, the user released the button to terminate the testing as expected, however, the device continued to decrement, resulting in a loss of capture. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Additional information - h7, h9 - recall number.

Manufacturer narrative:
Correction: component code should have been 4755 - part/component/sub-assembly term not applicable.